Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: media review: an image was provided with the complaint which shows a text log which includes an image of the product carton. This returned media cannot confirm the reported allegation. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the record review conducted. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event.

Event description:
It was reported that shaft break occurred. The patient presented with coronary heart disease and underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 20mm synergy shield drug-eluting stent was advanced for treatment. During advancement, the device shaft fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous and mildly calcified. The device fractured during advancement through the 6f guide catheter.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient presented with coronary heart disease and underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 20mm synergy shield drug-eluting stent was advanced for treatment. During advancement, the device shaft fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.